Event description:
Patient said when he first uses the pump, he gets a high pressure alarm. This alarm last for a few seconds and then it clears. Other than this initial alarm, pump appears to be working fine. Sending replacement pump. No further information known. Malfunctioned occurred while in use, but did not cause any adverse effects. We are replacing and getting the malfunctioning pump back. Reported to (B)(4) by: pt/caregiver. Dose or amount: 20nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.